Manufacturer narrative:
The account noticed an increase in volume in the reagent in their 0.8% selectogen screening cell # I reagent vial as compared to the selectogen cell #ii. Account suspected that the instrument probe dripped fluid into the reagent bottle. The circumstances leading up to the dripping into the selectogen reagent could not be determined based on the information provided. Depending on the specific reagent diluted, a false negative antibody screen (due to diluted red cell reagent product) could occur leading to the inadvertent transfusion of antigen-positive red cells ro antibody-containing plasma that could lead to a hemolytic transfusion reaction in a susceptible patient. The likelihood of serious injury is not remote. Based on the available information, mts is reporting this event based on the potential for injury should th event recur without detection by the user. (B)(4).

Event description:
Customer stated that they noticed an increase in the volume of the reagent contained in the selectogen cell number I reagent vial as compared to the cell number ii reagent vial.